Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was double-counting this patient's slow ventricular tachycardia (vt) rhythm and delivered two inappropriate electric shocks. It was noted that this device was programmed to the secondary vector. Technical services (ts) discussed reprogramming options as troubleshooting. It was noted that the vector was reprogrammed to primary as well as medication changes made. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew.